Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker implant, the set screw got stuck to the screwdriver. Because the screw was stuck in the screwdriver, a new pacemaker was implanted. Patient did not have discomfort. The patient was stable.

Manufacturer narrative:
Analysis found the user of the torque wrench was incorrectly inserting the wrench into the inset of the setscrew. Analysis of the v-setscrew found the wrench tip was not being aligned with the setscrew hex inset so that the wrench tip would drop fully into the inset to engage the inset and tighten the setscrew. What occurred was the corners of the wrench tip were being forced down against the inset walls. The wrench will only partially insert into the inset this way. The wrench cannot tighten or loosen the setscrew due to the incorrect and partial insertion of the wrench tip. Next the wrench tip became stuck in the setscrew because the corners of the wrench tip were being forcibly wedged down into the inset walls by the user causing the tip became stuck in the setscrew. The wrench was not aligned to go into the inset. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench.